Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring event. It was discussed that this episode could have occurred due to non-captured fast signals. Also, the pacing impedance has been trending with a gradual climb to high, out of range values. A calcification process was discussed. Both rv and ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.